Event description:
Facility reports thirty mins into the treatment blood was noticed leaking from the connection of the venous blood line to the pt's vascath catheter. The connector ends were not separated or partially separated, but according to the facility the connections were merely loose. Staff then tightened the connectors and continued the treatment without any further incident. Ebl: 400-500cc. Pt later was transfused two units of prbc's no further medical intervention. Sample is not available for evaluation.